Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. Changed another reload unit but still had the same problem. Another device was used to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.